Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection of the device revealed the pneumatic block cable was not connected to the main circuit board. The pneumatic block cable was reconnected to the main circuit board to address this issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf147) related to the main blower. The device was not in patient use when the reported event occurred.